Manufacturer narrative:
During the analysis, the push catheter was observed slightly bent at the distal end of the hub. The suture hole on the push catheter was found torn. The guide catheter was torn jaggedly in two pieces. The proximal remnant of the guide catheter was stretched and frozen on the guidewire. The guide catheter was found kinked in multiple places along the working length. A suture impression was also found on the distal guide catheter. The suture and the stent were not returned. It was noted that the condition of the returned unit was consistent with the complaint incident. Based on the analysis of the returned components of the device, the most probable root cause for this complaint is operational context. Due to anatomical/procedural factors encountered during the procedure performance was limited. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for this lot. (B)(4).

Event description:
It was initially reported to boson scientific corporation on (B)(6), 2009, that a flexima biliary stent system was used during a stent placement procedure in the bile duct on a pt on (B)(6), 2009. During the procedure the suture released prior to the guide catheter being retracted for stent deployment. The procedure was completed with this device and the stent was deployed successfully at the target site. The pt was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; catheter stretched and catheter broken.